Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed tissue residue at the screw head. After removal of the tissue, a mandrin could be inserted completely into the lead. The performed screw tests did not show any anomalies. The fixation could be extended and retracted evenly. The screw rotation numbers were within the technical specification. During this inspection, no deviations from the technical specifications were found that could be related to the dislocation. The lead proved to be conforming to specifications and without defects. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead dislodged one day after the implantation. Since the lead could not be positioned during the revision, it was explanted and returned to biotronik for analysis.